Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored atrial tachycardia (atr) episode. Electrogram (egm) showed far-field r-wave oversensing. This device remains in service and no additional adverse patient effects were reported.subsequently, further information was obtained indicating that the system is currently under monitoring, with a follow-up scheduled for (B)(6) 2026. This lead remains in service and no additional adverse patient effects were reported.